Event description:
Dr reports pts have experienced skin necrosis following craniotomies performed in last month or two. One pt is reported to have experienced scalp necrosis which developed an infection.